Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) displayed screen blurring. No patient involvement was reported.

Manufacturer narrative:
Updated fields b4, d9, g3, g6, h2, h6 (investigation type, investigation findings, investigation conclusion, component code), h11. A getinge field service engineer (fse) evaluated the unit and replaced the lcd top display. The unit passed all functional and safety tests per manufacturer specifications. The failure analysis and testing dept. Received the following ntop lcd display with a reported unit failure of display screen damage, blur on screen lcd. The fat dept. Performed a visual inspection of the part received and found that the lcd has a dark circular spot on the bottom right side. The failure analysis and testing department installed top lcd display in the cardiosave test fixture serial number (B)(6) and tested to factory specifications per cardiosave service manual rev. R. The fat department found a persistent dark circular spot in the bottom right quadrant of the upper display, visible on solid color screen. The failure analysis and testing department was able to verify the failure of the defective top lcd screen. Retaining the part in the fat department per procedure rev au.the most probable root cause per the dfmea is component reliability.